Event description:
After 3 minutes and 31 seconds into the first freeze, it was noticed that the probe was freezing up the shaft and probe handle. Probe was removed from the field and replaced. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.